Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
Doctor commented that he noticed the tritanium baseplate's tend to leave some anterior tibia uncovered whereas the cemented triathlon baseplate seems to get out to the anterior cortex fairly consistently. It's suboptimal for a cementless tibia to stop short of the cortical rim, in metaphyseal bone. That can be a risk factor for anterior subsidence. The smaller slot of the tritanium baseplate may bias the final component placement posteriorly. Otherwise the cases have gone very well.

Manufacturer narrative:
An event regarding incomplete anterior coverage of the tibia involving a triathlon tritanium baseplate was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided x-rays were reviewed by a consulting clinician who concluded: ¿there is an 8mm posterior translocation of the tibial component noted on the lateral film. [¿] I routinely posteriorly translate the tibial component to increase the lever arm and strength of the extensor mechanism.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported event was caused by user factors/surgical technique.

Event description:
Doctor commented that he noticed the tritanium baseplate's tend to leave some anterior tibia uncovered whereas the cemented triathlon baseplate seems to get out to the anterior cortex fairly consistently. It's suboptimal for a cementless tibia to stop short of the cortical rim, in metaphyseal bone. That can be a risk factor for anterior subsidence. The smaller slot of the tritanium baseplate may bias the final component placement posteriorly. Otherwise the cases have gone very well.